Event description:
Information was received from a trial patient (pt) who was using an external neurostimulator (ens) for urgency frequency. Their trial started on (B)(6) 2024. It was reported that the patient was feeling discomfort/soreness/pinching and that they were not feeling well/sick. Additional information was received from the pt on (B)(6) 2024 stating that they did have pain after the procedure and the wires were constantly pulling and the device was uncomfortable. It was unknown whether the issue was resolved. Additional information was again received on (B)(6) 2024 stating that the pt feels they were still voiding every 2 to 3 hours. Pt stated that they do not understand the science behind the device or when adjustments were made. Support link was able to answer their questions. Pt stated today they feel bloated. They stated on thursday they had such pain and was currently having some anal discomfort. Pt was changed from program 4 to program 5 and was currently feeling the stimulation at 2.1.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: 2024-07-10 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.